Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia on unknown date. Customer's blood glucose value was unknown. Customer was treated with insulin drip. Customer stated that the insulin pump had no alarm. Customer was using other insulin pump to normal his value when customer was in hospital and it goes rise when the customer use his insulin pump. The insulin pump will not return for the analysis.